Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had an air leak. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. There was no additional information provided.